Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted.

Event description:
It was reported that the blade broke at the mount, while the surgeon was doing an amputation at the ankle. It was further reported that the procedure was completed successfully.